Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008. The fse discovered the aspirate probes did not evacuate the reaction vessel at the same rate. The fse performed and completed system check but noted to be near the high end of specifications. The fse replaced the aspirate probes and tubing. The fse replaced and realigned the wash pick 'n place. The fse retested and passed system check but noted to be near the high end of specifications. The fse advised the customer to retest the samples on access 2 system if erroneous ck-mb results occur, prior to re-spinning. Quality control (qc) was performed and conformed to specifications. The customer performed system check which confirmed to specifications. Wash pick 'n place. Sample collection and centrifugation data was not supplied. Pt results data was not supplied. Quality control (qc) data was not supplied by the customer. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer reported elevated creatine kinase-mb (ck-mb) results, above the reference range, on multiple pt samples involving unicel dxi 800 access immunoassay system. The number of pt samples affected is unk. The customer received ck-mb results of 80 ng/ml. After the samples were re-spun, results were produced at 4 ng/ml. The elevated results did not correlate with the pts' clinical conditions. One sample was retested on an access 2 system and produced a result of 2 ng/ml. The elevated results were not released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) went to the facility and assessed the unit.